Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/ replaced in the initial surgery. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that at process of implanting a zcboo lens doctor realized this was a post-lasik or rk patient and did not take that into account in his calculations. Therefore implant was halted another lens power was chosen. Additional information from follow-up response states lens was fully inserted and there was no injury to the patient. The procedure was successfully completed using backup lens of same model by removing and replacing in same procedure. Vitrectomy was performed after insertion of the lens and was not planned or performed due to having to remove the lens. No further information is provided.

Manufacturer narrative:
Corrected data: upon further review it was noted that in the initial MDR section b1 was inadvertently marked as ¿product problem¿ when it should be ¿adverse event¿. Section b5 (text) should also state ¿the doctor realized this was a post-lasik/rk patient and he did not take that into account in his calculations. There was nothing wrong with the lens or the patient.¿ adverse event. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d10: device available for evaluation: yes, returned to manufacturer on 10/12/2020. Section h3: device returned to manufacturer: yes. Device evaluation: the complaint lens was received in the original lens case. The original folding carton, patient stickers, patient ID card, and implant notification card were received as well. Visual inspection under magnification revealed what appeared to be dried blood and viscoelastic residue on the optic body and haptics, and that the lens was received almost cut in half with multiple cuts (but not separated), which is consistent with a lens handled during removal and replacement. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search revealed that no other complaints have been received for this po. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.